Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: d154awg ICD, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that the patient activator (pa) was not working, and a replacement was needed. The status of the activator is unknown. No patient complications have been reported as a result of this event.